Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose level was 120 mg/dl. The customer stated the insulin pump battery cap was unable to be removed. Troubleshooting was provided. The caller was unable to remove battery cap and the insulin pump remained blank. Insulin pump will return for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with battery cap coin slot. (B)(4).